Manufacturer narrative:
Device investigation narrative - one 4.5 mm incisor plus platinum blade was received for evaluation. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. No contamination of any kind was observed on the returned blade. This blade was sent in conjunction with an mdu that was experiencing overheating issues. The mdu and blade were tested in okc the following observations were made during this testing. One service replacement powermax elite motor drive unit, part number 72200616s (serial number (B)(4)) and one 4.5 mm incisor plus platinum blade were received. The reported complaint of overheating could not be confirmed. The mdu was not burned out, nor did it overheat during functional testing. Unit was tested at speed settings of between 500 and 10,000 rpms in forward and reverse. The oscillate function was tested for 5 minutes of continuous performance with no overheating. Test blade did not melt when used correctly with irrigation. Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or lock up. All functions perform as expected. No problem found. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that black soot came out near the blade. All soot was removed from the patient. A short delay was reported with no patient impact.